Manufacturer narrative:
(B)(4).

Event description:
It was reported that their device has not worked in 5 years and wanted to know if the wires will be taken out when they remove it. It was also noted that it didn't help enough to bother getting a new one. Follow up has been conducted to obtain information more specific information from the patient but there is insufficient contact information. If additional information is received a follow up report will be sent.